Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
Occupation: occupation is lay user/patient. Relevant retention test strips (lot 353497) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to the neoplastin c1+ laboratory method. The result from the meter was 4.7 inr. The result from the laboratory from a sample drawn within 30 minutes was 3.4 inr. On (B)(6) 2019 the result from the meter was 4.7 inr. The result from the laboratory from a sample drawn within 1 hour was 3.3 inr. No medical treatment was required. The customer's warfarin dose was adjusted due to the meter and laboratory results as the laboratory results were at the higher end of their therapeutic range and the meter results were above their therapeutic range. The customer's therapeutic range is 2.5 - 3.5 inr. There was no allegation that an adverse event occurred. The customer is in good condition. The customer ate some spinach due to the higher results. The customer has not cleaned the heater plate of the meter recently. The meter and test strips were requested for investigation.